Event description:
During the transapical tavr procedure, the sapien valve was initially positioned 50:50, however, shifted ventricular and canted, resulting in significant aortic insufficiency. Per report, initially the valve was repositioned too aortic, but then positioned in what appeared to be just the right position during a very slow inflation. This was unable to be confirmed at the time as during deployment the contrast had run out. The delivery catheter was pulled into the sheath for assessment. The patient was very slow to recover from a systolic bp of 60 post deployment and eventually required a full amp of both epinephrine and atropine, which caused him to be very hypertensive and tachycardic once he recovered. The tachycardia made assessment of paravalvular leak (pvl) very challenging, however, when his heart rate slowed to 100, there appeared to be a significant crescent (25% of the circumference) of pvl on the short axis view. Post dilation was performed during rapid ventricular pacing and the patient was noted to have had more difficulty recovering. His systolic bp decreased to 35mmhg and CPR was initiated. The team prepared for initiation of bypass, but the anesthesiologist was able to recover the blood pressure prior to canulae insertion. Tee showed no improvement in pvl. An aortic root angiogram showed the valve was positioned canted with the right coronary side approximately 10:90 a/v and the left coronary side 30:70 a/v, with significant aortic insufficiency. The decision was made to implant a second valve. The second 26mm sapien valve was implanted 50:50 relative to the annulus with excellent results and no pvl or ai remaining. The apex was closed without complication and the patient was then weaned from cps without difficulty. The patient was transferred to the ICU in stable condition. The patient¿s native annulus measured 23mm by tee . The aortic valve was severely calcified, the aortic root was moderately calcified, the sinotubular junction (stj) measured 22mm.

Manufacturer narrative:
Per the instructions for use (IFU), device malposition requiring intervention and paravalvular leak (pvl) are known potential complications associated with the tavr procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to ventricular malposition, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve/delivery system, a narrow, calcified sinotubular junction, minimally or severely calcified aortic leaflets, loss of pacing capture, and movement of the delivery system by the operator. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for ventricular malposition (i.e. Small, calcified stj, minimal leaflet calcification), bav may provide indication of potential balloon movement during valve deployment. Although the cause of the too ventricular and canted position of the valve cannot be confirmed, the likely cause is a combination of patient factors (severe native valve / leaflet calcification), and procedural factors (absence of contrast during deployment, possibly resulting in inadvertent movement of the delivery system). The subsequent pvl was a result of the malposition of the valve. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.